Event description:
It was reported that the pt experienced an infection near the pump. No specific symptoms were reported. The infection occurred following a pump replacement. The pt was admitted to the hosp. The hcp planned to aspirate cerebrospinal fluid to check for infection in the csf. The hcp also planned to give a catheter priming bolus following the aspiration of the csf. They believe the infection was localized in the pocket at the time of the report. The pump was explanted in 2008.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.